Event description:
It was reported the bronchovideoscope's image was blacked out. The issue was found during setup/inspection prior to clinical use. There was no patient involvement. .

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.